Event description:
This lead was implanted on (B)(6) 2007 and was explanted on (B)(6) 2011. The lead was listed as a failed lead. On chest x-ray it was noted to be a very medial placement. The physician was dr.(B)(6) at (B)(6) hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).